Manufacturer narrative:
(B)(4).

Event description:
It was reported that during maintenance a ventilator display froze at the photo screen. There was no patient involvement.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. It was completed by a non-medtronic service provider. A single board computer printed circuit board was returned for evaluation. The service engineer evaluated the pcb and the reported complaint was duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.